Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery cap could not be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/23/2016 with the following findings: during investigation, the battery compartment was cracked near the top, and above the bumper pad. The battery cap was difficult to remove/insert due to the stripped battery cap threads. The battery cap was unable to be tightened to the test pump. The battery cap height and width was within specifications. The test cap was able to be inserted/removed fluently. A leak test was performed and failed due to a leak in the battery compartment. Evidence of moisture corrosion was found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.